Event description:
It was reported that the right ventricular (rv) lead thresholds had gradually risen and were high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. However, the exposed svc (superior vena cava) and the exposed rv (right ventricular) defibrillation coils became extrinsically fractured due to a cut. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID: d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).